Manufacturer narrative:
(B)(4): the reported description of this complaint notes that a pt monitor within a caregroup application did not receive a transferred alarm from the monitor within the configured caregroup. No pt harm was reported. The svc event record indicates that the device was tested and operates as expected/intended. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The reported description of this complaint notes that a pt monitor within a caregroup application did not receive a transferred alarm from the monitor within the configured caregroup. No pt harm was reported.